Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 6 months due to aortic stenosis. Based on the operative report, the patient had a bioprosthetic valve that was heavily calcified and stenotic. Then with great care, the subject valve was excised, including the entire sewing ring. A 21mm edwards bioprosthetic valve was then implanted using multiple interrupted horizontal mattress sutures. The leaflets were freely mobile. Once the patient was rewarmed, the heart was filled and examined with tee. The bioprosthetic valve was working well with no perivalvular leak. The patient was then weaned from cardiopulmonary bypass with the aid of low-dose dobutamine. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance found. Although the root cause cannot be confirmed, the reported stenosis was due to "the patient had a bioprosthetic valve that was heavily calcified" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.